Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when patient went to charge themselves, the recharger would turn red instead of being green where the light is and "just stops". They said they notified the manufacturer company representative this morning of the issue and the rep had told them to hold the power button down and to call patient services (ps). Ps had caller grab the handset (which caller said the patient never used for charging and the patient only used the handset with the communicator to check patient's implantable neurostimulator (ins) battery level on occasion. They said the communicator was not nearby during the call) and had caller enter the recharger application however caller would only see "connecting to recharger" and recharger was beeping in the typical search mode and the caller received the 'not found' message. Ps had the caller do a recharger reset and they still got a 'not found.' Ps had the caller toggle blue tooth off and back on again. Airplane mode was turned on and then off. Location was on. They still received 'not found.' Ps had the caller switch rechargers, however they were not able to select 'scan in serial number' or 'enter manually' as the screen wasn't responding to their touch. Patient services had the caller attempt to power the handset off however they couldn't select 'power off' on the screen so ps had the caller do a hard reset and handset started back up and they were able to enter the serial number in manually however still received not found, even after doing another recharger reset. At certain points turning troubleshooting, the recharger turned off. At one point it was on a wooden table and the lights weren't rapidly scrolling but 'blinking'. Ps had the caller power the recharger back on and they still received 'not found.' Caller confirmed that they were not near any electromagnetic interference. Ps had the caller put the handset down and begin a charging session and the recharger would connect to charge the ins and after awhile it would lose connection again and go back to beeping. Patient was slightly escalated on the call and said they could feel all the ends of the ins under the skin. Caller denied the patient had any falls or traumas. In reviewing the dock, the green light stayed lit, even upon moving it but caller mentioned having a black charging cable for the dock. Caller also mentioned that for the last week or so the patient had been shaking more and getting worse, and that both hands would shake the same when they had their spells but it seemed like yesterday they noticed the patient's predominant right side was shaking worse than the left side. They said they'd wanted to charge the ins up to see if that helped with the shaking. They didn't think the therapy was off and said patient was not shaking at the time of the call. Patient will continue to charge ins and will call back for assistance in using communicator to attempt to check ins settings. Ps redirected the patient to follow up with patient's healthcare provider (hcp) regarding shaking concerns. Caller said patient had an appointment with the hcp. They said they would call back once they got the ins sufficiently charged up enough. Ps wanted to note the recharger did lose connection several times while speaking with the caller towards end of call but it was staying connected to charge long enough to charge the ins for the time being so they were going to continue charging the ins and call back.